Event description:
The technician alleged that the bed has no nurse call function after replacing the control board. No pt impact.

Manufacturer narrative:
The technician found the nurse call function not enabled on the control board. The technician enabled the nurse call function to resolve the issue.